Event description:
It was reported that the tubing of a light sensitive drug set had disconnected. This occurred during an infusion and had caused a leak. This occurred during use. There was patient involvement, however there was no adverse event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation; however a companion sample was returned and visually inspected. Visual inspection revealed no issues or defects that would have caused the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a follow-up report will be filed.